Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device caused two superficial burns on the back of the left foot of the patient. It was alternately placed on the right foot and the left foot at each change, without changing the adhesives. The healthcare team decided not to put the sensors at the feet but on the hands for a faster tracking of possible lesions. It was indicated that vaseline was applied on the superficial burns.